Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007, the patient underwent a tlif at l4-l5 and l5-s1 using rhbmp-2/acs and "capstone" cages. After the surgery, patient developed painful bone spurs and a new disc protrusion at l3-l4 and increased symptomatology at l4-l5 and l5-s1. On (B)(6) 2008, an MRI was performed that substantiates these new conditions that were not present prior to the first surgery. Patient's low back and radiating pain condition became progressively and substantially worse after the first surgery. Non-surgical treatment was showing success. Patient was told a second surgery was needed to clean out what doctor characterized as "scar tissue." It was reported that on (B)(6) 2009, the patient underwent a l5-s1 foraminotomy, hemilaminotomy and decompression. Immediately after surgery, patient developed new hip pain that was not present before the surgery. Again following the second surgery, patient's low back and radiating pain condition became progressively and substantially worse. It was reported that on (B)(6) 2010, the patient underwent an axialif at l5-s1, using the trans1 "axialif" rod with bmp-2. Patient was told that the surgery was required because the s1 screw was loose, nothing was mentioned in the operative report about the loose screw. It was reported that on (B)(6) 2011, the patient underwent a laminectomy at l3-l4 and a dlif at l3-l4, extending the hardware construct and using bmp-2 with a "capstone" cage.

Event description:
It was reported that the post-operative period was marked by severe pain. Imaging studies ultimately showed that the patient developed uncontrolled bone growth and resulting nerve impingement at or near the implant site.

Event description:
On (B)(6) 2008, the patient underwent a laminectomy surgery. The surgeon recommended the patient a third surgery to fix loose hardware and install new hardware. On (B)(6) 2010, the patient underwent spinal fusion of the l4-5 instead of fixing the hardware. The patient pain continued to increase.